Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Non-revision of equinoxe shoulder components due to humeral shaft fracture during left shoulder arthroplasty. Surgeon performed open reduction internal fixation with a plate. Surgeon states event is definitely not related to devices. This event report was received through clinical data collection activities.